Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that patient presented with grade 4 functional mitral regurgitation (fmr) and an enlarged atrium for a mitraclip procedure. During device preparation of a steerable guide catheter (sgc), the dilator could not be flushed despite several attempts. All other components of the catheter were functioning as expected. The sgc was replaced with another device to complete the procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported inability to flush was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported inability to flush the dilator. There is no indication of a product issue with respect to manufacture, design, or labeling.